Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; functional assessment and evaluation of outcome after endovascular therapy with coverage of the left subclavian artery in case of blunt thoracic aortic injury alexander gombert, drosos kotelis, ulrike m. Griepenkerl, gustav fraedrich, josef klocker, bernhard glodny, michael j. Jacobs, andreas greiner and jochen grommes http://dx.doi.org/10.1016/j.avsg.2016.07.089. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were used in the endovascular treatment of blunt thoracic aortic injury in patients. Adverse events noted; malfunction; type ia endoleak, type ii endoleak, type ib endoleak, type IV endoleak, proximal stent stenosis, occlusion due to stent thrombosis.